Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient was using an insulin pump in closed loop mode during the event. According to the reporter, on (B)(6) 2026, prior to the event occurring, the last known cgm reading was high. The patient¿s daughter found the patient unconscious, was unable to check the cgm reading at that time but attempted to check the blood glucose reading using a blood glucose meter. The daughter was unable to obtain a reading and called emergency medical service (ems). Upon ems arrival, a fingerstick was taken and the blood glucose reading was high with no numeric value. The cgm value at that time was unknown. The patient was given intravenous fluids and saline. The patient was transported to the emergency room (ER). The patient¿s daughter went to the ER but was not aware of any specific treatment provided. The attending physician informed them that the sensor was not connecting to the pump. The reason for this was unknown. The sensor and pump were removed, and the transmitter was discarded. At the time of report, which was 3 days after the event date, the patient remained hospitalized. The patient was feeling better at that time and had a blood glucose level greater than 200 mg/dl. There was no discharge date scheduled yet. There was no documentation of further medical evaluation or intervention. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.